Manufacturer narrative:
(B)(4). The device was returned. The device worked as intended during evaluation. The device powered on normally, without any issues. Electrical shock wasn't observed. The display was operational. The reported issue was not confirmed. The assignable cause was undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem.

Event description:
A nurse reported to baxter (B)(4) that during set up the home choice (hc) machine shut off, when the nurse tried to turn it back on by pressing the power button she was shocked lightly. The nurse sustained no injury as a result of this. The device was returned for evaluation.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.